Event description:
It was reported an excessive moisture/maceration under the dressings and adhesive was pulling/lifting the skin upon removal. A four-lot number was involved 201901, 201908, 201911, 201919. It is known which caused maceration and skin stripping.